Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilation. However, during inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.